Event description:
Six weeks after implantable neurostimulator implant, the elective replacement indicator message appeared on the patient programmer. The longevity estimate of the device was 24 months. The device settings were amplitude 2.5 volts, pulse width 330 microseconds, rate 60 hertz using 3 active electrodes. Device interrogation revealed a low, out of range impedance value of less than 50 ohms on electrode 1, indicating a possible short. Intraoperative impedances had been normal. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.